Manufacturer narrative:
Investigation result: sak 000: found no issues with heating of the handpiece using a known good insert. Ran unit at full power, using fsi-10 with water flow set at 35 cc/min for extended period with out issue. Customer probably is using aftermarket/damaged/worn inserts causing inductive heating. Only notable issue found, was water filter is missing and batteries in foot control have triggered "battery light" to illuminate. Estimated unit accordingly.

Manufacturer narrative:
Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
While the customer was using a g136 cavitron plus they allege that the handpiece and insert are heating up when in use, no water to handpiece. No injury was reported from the alleged event.